Manufacturer narrative:
The device was returned to the manufacturer's service center and evaluated with the following findings: the event history from (B)(6) 2025, was reviewed, and all power-off and standby operations were performed via key operation. It was also confirmed that all ventilation starts from standby mode were operated by key operation. An operational check was performed, but the reported issue of ventilation stopping or starting spontaneously from standby mode was not duplicated. A test device was used to check for failures, and all test items passed with no failures detected. The unit was disassembled and visually inspected, but no failures were confirmed. Since the reported issue was not confirmed from the history and no abnormalities were confirmed, it has been determined that the device is functioning properly. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The coding grid has been updated to reflect the device evaluation findings.

Event description:
The manufacturer received a report alleging a trilogy evo ventilator experienced power shut off during the night while in use with a patient. The patient stated they woke up with difficulty breathing at nighttime and noticed that the power shut off. The date of this event is not identified; however, the patient reported the time was 3:00 am. It was reported this issue had occurred on several different dates after that and that no alarms sounded when it occurred, but those dates are unknown. The patient was not able to remember if the power shut off or if the device was in standby mode but mentioned "the power probably shut off". It was reported that at least one instance of "respiratory distress" had occurred. The decrease is spo2 is unknown because it was not measured. Although the respiratory distress has recovered, the power has been reported to have cut off multiple times making the outcome date unknown. The device was replaced. Based on the information currently provided and available, the report of the device either being in standby mode or shutting off during sleep and leading to difficulty breathing is assessed as a non-serious injury. It is reported the patient only uses the device at night. Therefore, the device did not cause or contribute to a serious injury or death. There is no harm or injury to report. If additional information is obtained about this event, a follow up report will be submitted as applicable. Although there was no patient harm or injury, this event is reportable because the alleged failure could affect the ability of the device to provide therapy to published specifications.